Event description:
It was reported that the minute ventilation sensor was being oversensed on this pacemaker. Additionally spikes in atrial impedances were observed. The impedance measurements were within appropriate range. The no adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.